Event description:
Following an abdominal aortic aneurysm replacement and oophorectomy for a tumor, the pt had a low grade fever of 37.0 to 38.0 degrees c since pod#6 to now. There is no sign of infection and the pt is basically asymptomatic, but is not being discharged due to the fever. The graft was left in. No further info appears to be available at this time.